Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01310. This report is being submitted as additional information. Patient age corrected. The reference percutaneous lead (driveline) infection was reported under medwatch MFR report# 2916596-2017-00397. (B)(4). Approximate age of device - 1 year, 8 months. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. Analysis of the log files provided by the account confirmed elevations in pump power; however, a specific cause for this finding could not be conclusively determined. Additionally, a direct correlation between the device and the report of fluctuations in lactate dehydrogenase (ldh) could not conclusively be established through this evaluation. No atypical alarms were captured and the pump operated above the low speed limit for the duration of each log file. The pump appeared to function as intended. No power elevations were captured during the final two log files that were submitted to the manufacturer for review. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The IFU provides information regarding the recommended anticoagulation therapy and inr range. This document explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was in clinic for routine follow up and several power spikes were noted and urine is clear. Inr has been stable since last visit about 3 months prior. Other labs were scheduled and results were not reported. The patient does have a chronic percutaneous lead (driveline infection). A log file was reviewed by the technical service representative and some periods with power and flow elevated were noted. At the end of the file the power and flow appeared to have returned to the baseline range. On (B)(6) 2018, a second log file was provided due to some power elevations that were noted in the lvad history. Intermittent power and flow elevations returning on (B)(6) 2018 were noted. The power was measuring 8.5 -10.5 watts and the estimated flow was reading 10.1 ¿ 12 lpm. The remainder of the log file showed power and flow returning near the baseline. Lactate dehydrogenase (ldh) is holding in the 600 u/l range. The patient underwent a ramp study, and lvad parameters demonstrated the pump was working correctly. By (B)(6) 2018, the ldh was at baseline with only one power event that showed over 10 watts. On (B)(6) 2018, with medical treatment, (actual treatment not provided), it was reported that the patient was at home and feeling fine, with no power spikes, no urine changes, ldh increased up to the 700 u/l range. No additional information was provided.